Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and blood/body fluid noted in the helix housing and in neck region. Set screw mark noted on the terminal pin. The lead passed electrical testing. The lead tip and helix have no visible signs of damage or defect which would lead to dislodgement. The tip and helix are intact and appear undamaged. Analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of dislodgement, high pacing thresholds or low amplitude.

Event description:
Boston scientific received information that this right ventricular (rv) lead experienced a possible micro-dislodgement. The rv lead exhibited low r waves and high pacing thresholds. A fluoroscopy was performed and showed the rv lead in place with helix still extended. The rv lead was explanted. No additional adverse patient effects were reported.